Event description:
It was reported that the patient experienced fluid loss with an unknown penile prosthesis device. The unknown penile prosthesis device was explanted and a new spectra penile prosthesis (spp) was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced fluid loss with an unknown penile prosthesis device. The unknown penile prosthesis device was explanted and a new spectra penile prosthesis (spp) was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the inflatable penile prosthesis (ipp) that was explanted was due to pump erosion.